Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement and was repositioned successfully. The dislodgement was confirmed through a chest x-ray. No additional adverse patient effects were reported.